Event description:
This event was reported as ring/band explanted after 2 months implant duration due to severe mitral regurgitation. (Procedure performed via thoracotomy). No further info was provided.